Manufacturer narrative:
Investigation of returned device revealed that the tip of the catheter was broken off the catheter, and was stuck over the concomitant unknown guidewire that was returned as well. Visual inspection and x-ray observation revealed trace of rotational twist deformation with the broken tip and rotational and squeezing deformation with the inner braiding. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that rotational manipulation was excessively given to the catheter in order to advance or pull back the devices after meeting the difficulty to advance into the target cto lesion with heavily calcification. The rotational force was accumulated to the tip of the catheter, resulting the device to be getting stuck with the guidewire and the tip of the catheter to break off due to the force exceeding the product design limit. IFU describes: do not use in advanced calcified lesions. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels.) If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel.)

Event description:
Reportedly, to treat a heavily calcified cto lesion at unknown vessel, a guidewire was advanced and the subject catheter was advanced over the guidewire. Attempt to cross the lesion met difficulty, and when the devices were pulled back, breakage of the catheter was observed. Broken tip of the catheter was taken out on the concomitant guidewire. There was no impact to the patient.

Manufacturer narrative:
(B)(4).